Event description:
The pump was returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The medication being delivered via the device system was fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed that corrosion caused the gear train anomalies, and the stall. Gear 3 has some residue on the base plate side of the shaft. Gear 4 was stuck in the base plate jewel initially. There was residue and wear on the base plate side of the shaft. The motor housing had a substantial amount of moisture and residue present. The tube had two deep tube sets. An x-ray verified no roller arm movement.